Manufacturer narrative:
G4: 21sep2020. B4: 22sep2020. A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty display. The fse replaced the display provided by the customer who had already ordered and received it. The device passed all performance verification testing. Following the repair, the device was returned to the customer to be placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17aug2020.

Event description:
It was reported to philips that the device display would not turn on. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.